Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6)2019 and it passed suction and cycle specifications. Refer to attached product evaluation. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
The customer indicated that she returned the replacement pump and, therefore, could not perform any troubleshooting with customer service. The customer was sent a second replacement pump and return of the original pump associated with her first complaint was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she was diagnosed with mastitis for which she was prescribed an antibiotic. On (B)(6) 2019, the customer reported that she additionally had thrush, which was most likely due to antibiotic use. She indicated that pumping was painful for her, though she tried the most recent replacement pump, but cannot compare it to her original pump, due to the thrush. She also indicated that the mastitis is resolved, though she is still taking medication for the thrush. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that the replacement pump in style breast pump she received related to a separate complaint was not suctioning and was making a knocking noise. She additionally alleged that she had mastitis.